Manufacturer narrative:
Approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a lighttrail reusable laser fiber was used in a procedure performed on an unknown date. The laser console used was an auriga xl. During the procedure, after connecting the laser fiber, it started to smoke 3 centimeters in front of the exit point. Additionally, the laser fiber has been reprocessed three times. The laser fiber was removed and the procedure was completed with another lighttrail reusable laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.